Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information determined that the minute ventilation (mv) sensor has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.

Event description:
It was reported that the patient with this pacemaker presented to the emergency department (ed) due to symptoms related to a racing heart rate. Upon further review, it was noted that this device was delivering pacing at the maximum tracking rate (mtr) of 130 beats per minute (bpm) while the patient was stationary. Device interrogation showed lead parameters within the normal range. The device was reprogrammed to rate response off, and the patient was discharged from the ed. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that the patient with this pacemaker presented to the emergency department (ed) due to symptoms related to a racing heart rate. Upon further review, it was noted that this device was delivering pacing at the maximum tracking rate (mtr) of 130 beats per minute (bpm) while the patient was stationary. Device interrogation showed lead parameters within the normal range. The device was reprogrammed to rate response off, and the patient was discharged from the ed. No adverse patient effects were reported. This device remains in service.